Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a handheld was unresponsive and would not proceed past the introductory screen. Troubleshooting steps were performed but were unsuccessful to resolve the event. The handheld returned to the manufacturer and analysis determined that the cause of the event was due to a cracked screen. It is unk how the crack occurred. No further information is available at this time.